Event description:
Patient reported a right side rupture. Patient later reported capsular contracture baker grade unknown via MRI. The device was explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade not provided.

Manufacturer narrative:
Visual evaluation:device photograph(s) for the device related to the reported event of granuloma, rupture, capsular contracture and anxiety-product/procedure was reviewed on (B)(6)2022. Visual analysis of the photographs identified through the photos provided, it is not possible to determine the lot number and catalog observed red particles in the device. No observed opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reported a right side rupture and capsular contracture baker grade iii. Healthcare professional reported biocell® replacement, and "deposits of refractile silicone material with flanking foreign body reaction. Scant patchy chronic inflammation." The device was explanted.

Event description:
Healthcare professional confirmed, capsular contracture, baker grade ii. Biocell® replacement, and "deposits of refractile silicone material with flanking foreign body reaction. Scant patchy chronic inflammation".

Manufacturer narrative:
The event of "deposits of refractile silicone material with flanking foreign body reaction. Scant patchy chronic inflammation" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.